Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise on the rate/sense and shock channels, oversensing, and pacing inhibition of less than two seconds. The device and a non-boston scientific right atrial (ra) lead also exhibited noise, oversensing and inappropriate atrial tachy response (atr) episodes. The ra impedance measurements were decreased, but not out of range. The device was checked at that time and was noted to be functioning appropriately, and the noise had been unable to be reproduced at that time. A surgical revision was performed, and another attempt was made to recreate the noise. A small amount of noise was able to be recreated on the ra channel with patient isometrics. The device was explanted, and upon inspection, there appeared to be a small amount of dried bodily fluid in the device header per the physician. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.